Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was confirmed by review of medical records. Medical records were provided and reviewed by a health care professional. Review of the available records identified the following: 1 month follow up: full weight bearing with normal gait and no pain, normal alignment, rom 10-90°, health score 95, neutral-dissatisfied. At the 3 month follow up: full weight bearing with normal gait and no pain, normal alignment, rom 10-86°, health score 90, neutral-satisfied. Device history record was reviewed and no discrepancies were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Multiple MDR reports were filed for this event, please see associated reports: \ 3007963827-2020-00271, and 0002648920-2020-00468. Medical devices: articular surface medial congruent (mc) right 12 mm height catalog#: 42522100912 lot#: 64262616, all poly patella cemented 32 mm diameter catalog#: 42540000032 lot#: 64620955, tibia cemented 5 degree stemmed right size h catalog#: 42532008302 lot#: 64446188. Customer has indicated that the product will not be returned to zimmer biomet for investigation, as it remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported the patient underwent right knee manipulation under anesthesia approximately three months post-implantation due to stiffness. No additional patient consequences or revisions have been reported.